Event description:
Account contact reports: an orthopedic surgeon received strikethrough on a surgical gown. The area of strikethrough was not known to the contact. The procedure was a total knee. The pt did not have any known bloodborne diseases.